Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.

Event description:
Doctor reported, "1 patient with low pressure (4-6), no ac shallowing, no increase in iop over 6 months. Treated with atropine and steroids in case of aqueous hyposecretion, but no improvement. He was having refractive symptoms that we finally concluded were due to changing corneal shape secondary to hypotony (no macular folds). One day in clinic (end of may) we checked his vision (20/50), then put in an anesthetic and checked the pressure (4). He then rubbed his eye and said that he couldn't see anymore. Vision had dropped to less than 20/200 and the anterior chamber was markedly shallow (but not completely flat). Could not get a pressure reading at this time. The vision returned to normal over the next several hours. Because of ongoing hypotony and visual symptoms, I took him back to the operating room on (B)(6). I injected bss into the anterior chamber to try to elevate the pressure, but couldn't get it above 20 (estimated by palpation) no matter how much bss I put in. As I injected bss the conj started to balloon up confirming flow through the tube. I opened the conj and confirmed that there was no peritubular flow or pre-plate flow; everything was going back to the plate. I tied off the tube with a vicryl suture. Pod1 iop >40, pod2 iop 25. Ac was tapped 5 times in the first 2 days to control iop, further confirming the flow was all going through the valve mechanism prior to being tied off. Diamox plus alphagan and rhopressa finally got him stabilized. We'll see what happens when the tube opens back up in ~6 weeks".